Event description:
It was reported that the patient presented in clinic for revision of a competitor lead. During follow-up post-implant, the patient complained of not feeling well and it was determined that the positioning of the new lead resulted in tricuspid regurgitation. The lead was explanted. There were no patient consequences.